Event description:
The customer observed false positive alinity I stat high sensitivity troponin-I results for multiple patients after weekly maintenance was performed on the alinity I processing module. The following data was provided. Patient 1 sid (B)(6). Initial result 154 ng/l, rerun 24.8 and 45.4 ng/l. Patient 2 sid (B)(6). Initial result 110.2 ng/l, rerun 6.7 ng/l. Patient 3 sid (B)(6). Initial result 215.2 ng/l, rerun 10.2, 8.8 and 8.2 ng/l. Reference range for females: <14 ng/l. Critical range: >64 ng/l. The initial elevated results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alnty I probe tub wash, resolving the issue. The module function was verified with a control/precision run. The instrument service history review for (B)(6) revealed one additional service tickets associated with discrepant troponin results. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty I probe tub wash did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the instrument part. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the alnty I probe tub wash were identified.

Event description:
The customer observed false positive alinity I stat high sensitivity troponin-I results for multiple patients after weekly maintenance was performed on the alinity I processing module. The following data was provided. Patient 1 sid (B)(6) initial result 154 ng/l, rerun 24.8 and 45.4 ng/l patient 2 sid (B)(6) initial result 110.2 ng/l, rerun 6.7 ng/l patient 3 sid (B)(6) initial result 215.2 ng/l, rerun 10.2, 8.8 and 8.2 ng/l reference range for females: <14 ng/l critical range: >64 ng/l the initial elevated results were not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.